Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer. Therefore it could not be analyzed. The device history record has been reviewed. No discrepancies were found. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the monomer did not leave the pouch of the product.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The product was returned and lab analysis was performed. No device problem has been found. Therefore the reported event was not confirmed. The review of the device manufacturing quality record indicates that (B)(4) products optipac 40 refobacin bone cement r, reference (B)(4), lot number a714a06350 were manufactured on 25 april 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue. 1 complaint on this issue has been recorded for optipac 40 refobacin bone cement r, reference (B)(4), lot number a714a06350 within one year. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the monomer did not leave the pouch of the product. There was no patient involvement. No adverse event have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filled accordingly.